Manufacturer narrative:
"The balloon was not returned for examination. A review of the device labeling notes the following:- the physician should also advise the patient that early removal of the balloon may be required due to intolerance or due to serious adverse events.- it is the responsibility of the physician to advise the patient of the potential need to remove the device in less than 8 months due to balloon deflation. In the event of gastrointestinal intolerance, the physician may advise the patient to decrease balloon volume. - it is important to discuss all possible complications and adverse events with the patient. Complications that may result from use of this product include those associated with general endoscopy procedures, those associated with the spatz3 adjustable balloon specifically and those associated with the patient's degree of intolerance to an implanted foreign body. "

Event description:
Intolerance - the patient admitted and kept overnight in ER due to low glucose and bicarb caused by patient having nausea and vomiting and unable to consume water po. The patient had a down-adjustment (removal of 150cc), and he was discharged home after that.